Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Performance testing and review of the device data logs could not confirm the reported battery issue. The investigation determined that there was no fault found with the returned device. The device was performing to specifications. Resmed's risk analysis for the use of this device remains unchanged and concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device switched power sources to internal battery without a transition alarm. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device switched power sources to internal battery without a transition alarm. There was no patient injury reported as a result of this incident.